Event description:
It was reported that a user experienced hyperglycemia after announcing a usual meal for what was a larger fast-food meal while using the ilet, resulting in a blood glucose peak of 293 mg/dl and readings above 180 mg/dl for approximately two hours; the user returned to range without changing supplies, and no alarms or alerts were reported. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient hyperglycemia without medical intervention or hospitalization. Investigation included user interview and troubleshooting education on meal announcements and accurate meal size selection. Investigation of this case revealed use-related error related to incorrect meal size announcement with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use environment related to meal estimation.

Manufacturer narrative:
Initial.